Event description:
Pt underwent right total hip surgery in 2003. In march 2004, pt rolled over in bed and sustained an anterior dislocation. The pt had a closed reduction under general anesthesia. While in recovery, the hip dislocated again and pt was taken for a closed reduction. In 4/2004, the pt was ready for discharge when pt got onto a commode and had a repeat anterior dislocation. The pt was taken to the operating room for hip revision surgery. The acetabular liner was removed and found to have two chips out of it. Surgeon was unsure if liner had broken and caused the hip dislocation or if the liner had been broken during one of the reductions.